Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the date of report date and to provide the device return date. In the initial report the date of report date was advertently left blank. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual sample was not returned for evaluation. However, one unused 6fr angio-seal evolution device was received for product evaluation. The device was received with hemostasis sheath, arteriotomy locator and guide wire. The carrier tube assembly was received in the sealed poly-foil pouch. Visual inspection revealed that there were no gross visual anomalies noted with the hemostasis sheath, arteriotomy locator and guidewire. Functional testing was conducted, the arteriotomy locator and hemostasis sheath were mated. No anomalies were noted. The arteriotomy locator was then removed and the polyfoil pouch with the angio-seal evolution device was opened and inspected. No gross visual anomalies were noted. Then, the hemostasis sheath was properly mated with the deployment sleeve in the forward lock position. A clear snap was detected. The deployment sleeve was then moved into the full rear lock position exposing the color bands and posting the anchor to the distal tip of the hemostasis sheath. The body of the device was then pulled back which engaged the auto tamping mechanism. The collagen was tamped, the suture release button was pressed. The suture subsequently released from the spool. There is no evidence that this event was related to a device defect or malfunction. Without the return of the actual device the exact cause cannot be definitely determined. The investigation results verified that the retention sample was the normal product. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio- seal evolution device was loaded as usual inside the sheath, the click was done to set the footplate, and when they pulled back, the device came right out of the vessel. At that point access to the artery/arteriotomy was lost and manual pressure was held. On first inspection it looked like the footplate was inside the sheath still. Manual pressure was held for 20 minutes. There was some bleeding so additional pressure was held. Patient was anti-coagulated. Patient condition was good. The blood loss was less than 250 cc. The procedure outcome was successful. Additional information received on december 21, 2018: the procedure was a carotid stent procedure. The 6fr shuttle (cook) sheath was used. A pre deployment angiogram performed. Patient was reported to be in stable condition.